Manufacturer narrative:
The customer canceled the svc call. No conclusion can be drawn as repair info was not reported.

Event description:
It was reported that the sys displayed a communication error. This error will caused the sys to lockup, shut down, or not to boot. No pt injury was reported.